Event description:
See intial report.

Manufacturer narrative:
Several deviations from IFU recommendations have been noticed, especially concerning h2o2 level monitoring and managing. Based on the above, it can't be excluded that uncontrolled levels of h2o2 have contributed to the reported contamination, thus the root cause of the reported event can be traced back to a failure to follow IFU's. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and a field actions.

Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium avium chimaera during periodic monthly check. There is no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
Through follow up with the customer, livanova learned that. A disposable pall-aquasafe water filter with 0.2 m membrane used for tap water or equivalent performance filter is used, as per IFU the device is cleaned regularly as per the instruction for use no reusable blanket is used at the hospital the water quality and h2o2 monitoring is not performed. When the device is not used, it is stored full and the h2o2 is not checked daily. H2o2 is not added when the water in the tanks is changed there is no indication on the frequency of the replacement of 3t aerosol collection set. The hc3t field blue tubing set used with the heater-cooler is replaced each year. Prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are disinfected. During use, the device placed inside theatre, 1 meter behind the surgical field. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.